Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: due diligence has been performed by the manufacturer to obtain additional information regarding this patient event. No additional information has been provided by the patient's clinic. The manufacturer will request additional information from the hospital patient was in at time of event. If additional information becomes available, a supplemental report will be filed. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
Patient's family member reported that patient expired in hospital during his peritoneal dialysis treatment. The patient was in the hospital for an unknown reason when this event occurred. No additional information about this event has been provided.